Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: a piece of metal was found and they think it was from the visiport, it did cut and they could not check if the was from the visiport. Current pt status is good. No pt injury was reported.